Event description:
Caller reported potential false positive ckmb and troponin I (tni) results on triage cardiac panel test vs. Results of dimension analyzer. A pregnant pt came in the ER on (B) (6) 2010 with chest and back pain. Results on triage were observed following internal qc error x 8. The same sample was run on the dimension analyzer with normal range results. Pt EKG was normal; no sob; no leg swelling; chest x-ray normal and pt was released.

Manufacturer narrative:
Investigation pending.